Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Band/port remains implanted.

Event description:
The customer reports that post-implant of a realize adjustable band, the patient had no restriction. On (B)(6) 2010, they could not withdraw fluid from the port. The adjustment administered was not under fluoroscopy. The surgeon believes the port has flipped. The surgeon plans to replace the port, the replacement date has not been scheduled.